Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign: (B)(6). Concomitant medical products: medical product: unknown mandible catalog#: ni lot#: ni. Unknown screws catalog#: ni lot#: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00390.

Event description:
It was reported that the patient will undergo a revision of their right tmj prostheses as the head of the condyle was positioned too closely to the patient's ear. The implants will be replaced with custom implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. It was alleged that the implant was positioned too near to the ear, however, without medical records or scans, this could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.